Manufacturer narrative:
The a1c reagent lot number is 70882001 and the expiration date is 30-jun-2024. The glucose reagent lot number and expiration date were not provided. The calibration data provided was acceptable. The alarm trace showed two abnormal cell blank alarms. The field service engineer (fse) changed the sample probe. The investigation is ongoing.

Event description:
There was an allegation of questionable a1c-2 tina-quant hemoglobin a1c gen.2 and gluc3 glucose hk gen.3 results for 4 patient samples on a cobas pro c 503 analytical unit. On 04-sep-2023, sample 1 had an initial a1c-2 result of 6.6%. The doctor questioned the result as it did not match the patient's clinical history and the sample was repeated. The sample was repeated twice and the results were 5.39% and 5.49%. The result of 5.49% was deemed correct. On 07-sep-2023, sample 2 had an initial a1c-2 result of 6.31%. The sample was repeated and the result was 5.29%. On 15-sep-2023, sample 3 had an initial glucose result of 30 mg/dl. The repeat result was considered "normal." The exact repeat result was not provided. On 15-sep-2023, sample 4 had an initial glucose result of 22 mg/dl. The repeat result was considered "normal." The exact repeat result was not provided.

Manufacturer narrative:
The qc recovery data provided was acceptable. The field service engineer (fse) changed the heat cut filter and the washing comb teflon coating, performed cell blank measurement, adjusted the photometer and installed a new bulb, and replaced the incubation bath, degasser, and sample probes. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.